Event description:
It was reported on 09/01/2022 by a sales representative via email that an 8948w-2075 biosync wedge broke in the patient requiring a revision surgery to remove.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays the broken wedge. However, without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.